Manufacturer narrative:
(B)(6). Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient of unknown age and unknown gender who underwent primary breast augmentation with a 250cc mentor smooth round moderate profile saline breast prosthesis, experienced deflation of an unknown side post-operatively. As a result, the patient underwent removal on (B)(6) 2019.

Manufacturer narrative:
On 12/24/2019, the product investigation was updated with the following information: it was noted that, based on the date of implantation provided and the expiration date of the reported lot number, the devices were implanted after expiration date. Multiple attempts have been made to obtain a clarification of the implantation date. However, no additional information has been provided. According with the product insert data sheet the sterility cannot be guaranteed if the packaging has been damaged or after the ¿use by date¿ showed in the box label. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 6/7/2019, after several failed attempts to gain clarifying information for a mismatched device returned on 4/26/2019, catalog: 3501635 lot: 5987888, mentor assigned this returned device as the suspect medical device. On 6/17/2019, a manufacturing record evaluation (mre) was performed for the complaint device. As a result, the manufacturing date and expiration date fields have been updated. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. On 6/19/2019, mentor received confirmation that the correct suspect medical device was indeed the device that returned on 4/26/2019. Mentor also became aware that the suspect medical device's serial number was (B)(4). Mentor also became aware that product location was the left side implant. On 6/25/2019, the product investigation was completed. Device investigation summary: during evaluation of the sample some creases were observed on the anterior and posterior view. Within crease a tear was noted in the posterior view, measuring approximately 0.3 cm . No other anomalies were observed. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: under-inflation or over-inflation of the device, continuous and sustained stresses to the device - such as capsular contracture or too small a breast pocket and folding or wrinkling of the shell in the breast pocket. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. The reported complaint was confirmed. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).